Event description:
Patient reported, rupture on the right side. The device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported rupture on the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device remains implanted.